Event description:
It was reported by the customer's mother that the customer was experiencing low blood glucose levels for four days. Customer's blood glucose level was reported at 39 mg/dl. Customer was hospitalized and treated with dextrose. Customer's mother will call back for mentoring on how to set up new pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.